Event description:
It was reported that a user of the device, upon reloading a cart while getting ready to load the machine, got a burning sensation coming from under the gloves, removed them and washed her hands. There was no report of a medical evaluation or medical treatment associated with the alleged event.